Event description:
It was reported that the patient experienced an allergic reaction suspected to be due to its aveir system. The aveir system was explanted, and a transvenous pacemaker was implanted as a result. There were no patient consequences.